Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the fall was the cause of the patient's symptoms, not the device. The patient not feeling stimulation sensation was most likely due to the fall. The device interrogation that was done on (B)(4) 2021 showed no problem in terms of impedance, as all impedance values were within range. On the day of the interrogation, the patient's voltage was increased by 0.2 volts, so they had a better sensation. There were no other issues noted at the visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturing representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on (B)(6) 2021 the patient slipped on the ice and fell, landing on their left knee. They said they felt it 'jar' their hip, back, and neck. After the fall the patient complained that their stimulator didn't appear to be working like it was. They said they were unable to feel themselves go to the bathroom again (leaks without urgency) and they had been having accidents/urinating. The patient had neck surgery about a month before having the stimulator implanted and was having problems in that area too. They said they tried to increase stimulation, but it didn't seem to help. The patient had an unscheduled appointment with the implanting physician on (B)(6) 2021 to determine if there was any trauma from falling. On (B)(6) 2021 the device was interrogated and the amplitude level was at 1.4. The device was reprogrammed and the patient verbally confirmed stimulation feeling returned when the amplitude was increased to 1.6. The issue of not feeling device stimulation was resolved. There were no other complaints from the patient at the visit.